Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs found no occurrence of sf192, confirmed the occurrences of sf101, 197, and 218 and revealed the occurrence of sf74. Internal inspection of the device found water damage and corrosion in the pneumatic block. Based on all evidence and previous investigations of similar complaints, it was determined that the system faults sf101, 197, and 218 were due to water ingress in the pneumatic block of the device. The pneumatic block was replaced to address this issue. The system fault sf74 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf192, sf101, sf197 and sf218) indicating power issue to the sensor board, an incorrect outlet pressure measurement, a stuck flow sensor and a mainboard error. There was no patient injury reported as a result of this incident.